Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, after the lead was screwed in, high out of range hv lead impedance and high capture threshold were noted on psa. The lead was replaced. There no adverse consequences to the patient.